Event description:
It was reported that there was high impedance on the right atrial (ra) lead after repositioning the lead. Follow up confirmed the pin was not all the way into the header. The pocket was reopened and pin fully re-inserted for full contact. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID a2dr01, implantable pulse generator (ipg) implanted: 2013-(B)(6), 5086mri implantable pacing lead implanted: 2013-(B)(6). (B)(4).